Manufacturer narrative:
Evaluation summary: no deviations were found during review of the manufacturing and inspection documents. It is most likely that the reamer shaft was not used with a guide wire in former surgery (usage could be confirmed by found scratches on the outer surface of the reamer) because the inner spiral would not have been constricted because a inserted guide wire avoids a constriction due to its diameter. However, the inner diameter of the reamer shaft was inspected during manufacturing and the shaft passed the final inspection successfully without deviations. Therefore a manufacturing issue could be excluded. As the outer spiral is not damaged or constricted the damaged could not be detected without other instruments prior surgery.

Event description:
The nurse reported that she observed that it was impossible to insert the wire. (1x used before).

Event description:
The nurse reported that she observed that it was impossible to insert the wire. (1x used before).

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.